Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when the nurse was examining the redo single lumen tpn catheter, a "dilatation on the catheter" [sic] was noted. A repair of the catheter had been performed previously, and the newly observed defect was reportedly near the location of the previous one. A second repair was performed, and a peripheral venous access for infusing treatments was additionally placed and used over the course of the repair. No patient adverse events were reported. Additional information has been requested from the customer, but none has yet been received. The product is reportedly unavailable for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control data, and manufacturing instructions of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.